Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories were accurate but the customer noticed missing segments on some screens and partial display on insulin concentration screen. In addition, a lead screw test and high-pressure test were completed and passed. Customer also mentioned to nurse that their battery life lately has been one week. Instructed customer to change the site and use manual injections as per md protocol.